Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed intermittently responsive keys, a damaged battery cap, and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. All buttons were intermittently responsive. No damage to the keypad. Removed keypad. Contamination under all button contacts battery compartment cracked. . The battery cap was damaged and unable to be used: test cap used to complete investigation. No corrosion in the compartment or on cap. Opened pump and removed from case. No corrosion in pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.